Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on november 28, 2023.

Manufacturer narrative:
This report is submitted on november 07, 2023.

Event description:
Per the clinic, the patient experienced lack of loudness and poor sound quality (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.